Manufacturer narrative:
(B)(4).

Event description:
It was reported two noise episodes were observed on the right ventricular lead due to those episodes binned in the fibrillation zone. The patient is not dependent. There was no instance of shocks or capacitor charging. The lead was capped and replaced. No further information is available.